Manufacturer narrative:
Additional information: d4(expiration date, lot#), d9, g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line content leak. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: gia6038l, gia6038l gia 60-3.8sgl use loadingunit (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days following a colorectal procedure wherein a steeped side to side anastomosis was performed, the patient had signs of anastomosis leakage; the crp (c-reactive protein) was elevated and the CT scan showed intra abdominal gas and fluid. To stop the leakage, the patient had to undergo another surgery the same day the signs were observed. It was then observed that a portion of the staple line in the middle of the anastomosis had a small content leakage. The patient recovered quickly after the re-operation. It was noted that the patient had previously been operated on with end-to-end anastomoses that were now stenosed again - hence the choice of anastomosis technique.